Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported inflation issue was confirmed. Based on visual/functional/scanning electron microscopy imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: rinato, route; inflation: sheen man analog-type indeflator; guide cath: mach1 6f jl 3.5. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, concentric, and 90% stenosed circumflex artery. A 2.0 x 15 mm mini trek was prepped without issue and then advanced to the lesion for pre-dilatation; however, when pressurized, the balloon would not inflate. Three attempts were made to inflate the balloon. There was no resistance noted when advancing the balloon. A non-abbott balloon was used to continue the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.